Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contacted techncial services to report that he had been discharged from the hospital on (B)(6) 2015. Follow up was made with the pd patient's clinic registered nurse (rn), who stated the pd patient was hospitalized on (B)(6) 2015 for hyperkalemia. Per pdrn the electrolyte imbalance was attributed to the patient's comorbidities. Serum potassium levels were not provided. The nurse indicated the patient was discharged (B)(6) 2015 and as of (B)(6) 2015 the patient's signs and symptoms of hyperkalemia resolved and the patient was able to complete continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records do not contain dialysis treatment records prior to hospitalization or electrolyte levels results from (B)(6) 2015 to admission. Patient¿s wife received additional reinforced education on restricting high potassium foods. There is no documentation in the medical record indicating a causal relationship between the fresenius products for pd therapy and the hyperkalemia.

Event description:
Medical records were provided by the patient's dialysis center. Patient was a (B)(6)-year-old male who presented to the emergency room for confusion and difficulty with speech. The patient was found to have a potassium level of 6.9. Patient was diagnosed hyperkalemia most likely secondary to dietary noncompliance and admitted. The patient underwent emergent hemodialysis and potassium improved as a result. In addition, the patient was diagnosed with confusion with an acute encephalopathy, possibly secondary to medication changes including keppra. Patient's keppra and remeron were discontinued. Patient's cognition returned to baseline and the patient was discharged to home the following day.